Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019. The customer's blood glucose level was 600 mg/dl and 646 mg/dl at the time of incident. Customer also experienced blood glucose level 125 mg/dl and 200¿s mg/dl. The customer was treated by insulin drip. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer also report that they does not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.